Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Pt identifier, date of birth, (serial and lot number), and device manufacture date were requested.

Event description:
Patient developed an infection in the right axilla 2 months post miradry treatment. The physician opened the infection but did not find blood or pus. Antibiotics were prescribed. However, 2 days later the infection/wound had blood and pus. The physician allowed the patient to open the wound with a sterile needle at home because swelling had developed. By 3 months post-treatment, the swelling became very painful and the physician had to re-open the wound. Only blood was presented. The swelling continued at 3 1/2 months post-treatment. The patient was referred to a dermatologist by her general practitioner. It was determined the swelling was scar tissue which caused permanent damage in the axilla. About 5 months post-treatment, the patient developed another infection in the lymphatic glands.